Event description:
Boston scientific received information that this patient, who has this pacemaker, was hospitalized due to syncope. When reviewing the stored electrograms multiple ventricular tachycardia (vt) episodes were observed, which looked like occasional oversensing following ventricular pace (vp). Oversensing was not reproducible by provocative maneuvers. The autocapture feature on this device was programmed off. This patient is pacemaker dependent, but no pacing inhibition was seen. The ventricular sensitivity was programmed to a minimum of 10 mv to minimize oversensing. This, however, still could not eliminate the oversensing entirely. This patient will be monitored. Boston scientific technical services (bsc ts) discussed this was not due to autocapture, but could be due to lead chatter. Bsc ts suggested an x-ray be performed to see location of capped and abandoned right atrial lead. Subsequently, additional information was received that a revision was performed. This device was explanted and replaced due to battery status being half full. The associated right ventricular (rv) lead was also capped and abandoned. All measurements with new lead were good. There were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker was inspected upon receipt at boston scientific's post market quality assurance laboratory. A hole in both the atrial tip seal plug and the ventricle proximal seal plug were observed, and testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. We have implemented changes to improve seal plug design.